Manufacturer narrative:
Patient information was not provided for reporting. Date of event is unknown. This report is for one (1) unknown tfna blade. Part#, lot# and UDI # is not available. It is unknown if/when the patient underwent revision surgery. Device is not expected to be returned for manufacturer review/investigation. Reporter is synthes sales consultant. This report is for one (1) unknown tfna blade. PMA/510(k) number is not available. (B)(4). Device evaluation/investigation could not be completed; no conclusion could be drawn as product was not returned to manufacturer. Additionally, device history records review could not be completed without lot number. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that on an unknown date, patient was implanted with tfna blade. On an unknown date post-operative, the blade had cut-out. While the blade¿s position has been unchanged, the bone head became shorter. Early revision surgery was under planning. Patient and surgery outcome were not reported. This report is for one (1) unknown tfna helical blade. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
X-ray reviewed, blade cut out confirmed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.